Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a fully fired cartridge that was noted ti be in good visual condition. When tested for functionality with a test cartridge, it fired, cut, and formed the remaining staples without incident. Event described could not ve confirmed as the staples were noted to have the proper b-formation. Cartridge batch a5cm6z

Event description:
It was reported that during a gastrectomy procedure, the device had malformed staples at 1st firing. Another like device was used to complete the case. There was no pt consequence.